Event description:
Brush head has fallen off - oral-b [device breakage]. Brush heads were sitting on the hand piece slightly loosely - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush heads sat on the oral-b toothbrush hand piece loosely. The oral-b toothbrush head fell off several times mid-brushing, resulting in her ramming the tip of the oral-b toothbrush into her gums. No injury was reported. 21-jun-2023 follow up via digital safety assessment survey: the female consumer was 45 years old. She did not see a healthcare provider. No injury was reported. 12-jul-2023 case update: the concomitant product lot was 3cb22250538. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head has fallen off - oral-b [device breakage]. Brush heads were sitting on the hand piece slightly loosely - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush heads sat on the oral-b toothbrush hand piece loosely. The oral-b toothbrush head fell off several times mid-brushing, resulting in her ramming the tip of the oral-b toothbrush into her gums. No injury was reported. 21-jun-2023 follow up via digital safety assessment survey: the female consumer was 45 years old. She did not see a healthcare provider. No injury was reported. 12-jul-2023 case update: the concomitant product lot was 3cb22250538. No injury was reported. 24-aug-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3772 pro 3 3000. The concomitant product was confirmed to be oral-b power oral care refills. No injury was reported.

Manufacturer narrative:
24-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.